Event description:
It was reported that the insulin pump alarmed weak signal and lost sensor alarms. The customer stated that he noticed the weak signal a month prior when he was in the hospital. He did not specify the reason for which he was in the hospital nor whether he had been admitted as an inpatient there. The blood glucose reading was over 200 mg/dl. He stated that once he left the hospital, the insulin pump stopped alarming weak signal. He was advised that if he was rolling over onto the transmitter while in bed, the signal being produced may have been interrupted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.